Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30021877l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch sf bi-directional navigation catheter and a ¿blood clot¿ issue occurred. There were no patient consequences. During the procedure, a blood clot was noted to be clogging the end of the catheter. Thermocool smart touch sf bi-directional navigation catheter was exchanged and the procedure continued. There were no flow or impedance issues during the procedure. There were no patient consequences. This event has been assessed as MDR reportable.

Manufacturer narrative:
On 12/6/2018 it was discovered that date of event in the initial MDR was blank since the event date was unknown. Follow up was done to obtain the event date and on 12/19/2018 a response was receiveding indicating the date of event (B)(6) 2018 as such, date of event has been populated.

Manufacturer narrative:
On 1/16/2019, it was noticed that a correction was needed to address information inadvertently omitted from the 3500a supplemental MDR # 2 that was submitted to FDA. The following information should have been included: product evaluation details: the product evaluation has been completed. The device was visually inspected and blood clot was observed in the tip, however, during the second visual inspection no clot was observed, could be related to the decontamination process. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the clot observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure however, this cannot be conclusively determined. Method code 10, 3331; result code 213 and conclusion code 67 have been added. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
On 11/10/2018, the biosense webster inc¿s failure analysis lab (fal) received the device for evaluation. Initial visual analysis identified, ¿a blood clot was present at the end of the catheter and clogged it.¿ the fal finding has been reviewed and determined this complaint continues to be reportable for the blood clot. On 11/14/2018, additional information about the event was received. It was reported that no error messages or product problems were observed on any bwi equipment during the procedure. There were no issues related to temperature or flow. The ep shuttle generator system was in power control mode and the thresholds were set to 42 °c and 250 ohms. Noted temperature, impedance and power was 30 w, 35 °c and 140 ohms. An unspecified saline solution was used for thermocool® smart touch® sf bi-directional navigation catheter. The patient has not exhibited any neurological symptoms since the procedure was completed. Additionally, concomitant products were provided. Concomitant bwi medical product: ep shuttle generator system (us catalog # 39d76x, serial # (B)(4)). Cool flow pump (us catalog # cfp001, serial # (B)(4)). Manufacturer¿s ref # (B)(4).